Manufacturer narrative:
(B)(6). A visual inspection of the device confirmed the anchor breakage. The anchor was returned in four pieces. Within the anchor is a small piece of co-braid suture. No additional suture was returned. A dimensional assessment of the anchor is prohibitive due to its condition. The inserter shows no damage. No root cause related to the manufacturing process can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the healicoil 4.5mm anchor broke during implantation. No patient injury or other complications were reported.